Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that her husband experienced high blood glucose. The customer's blood glucose was 441 mg/dl at the time of incident. The customer's blood glucose was 441 mg/dl at the time of call. The customer's spouse stated that they have not treated the high blood glucose at the time of call. The customer's spouse declined to troubleshoot for air bubbles, leaks and settings. The customer's spouse stated that the cannula was not bent on the infusion set. The customer's spouse was unable to perform high pressure test at the time of call due to unavailability of tubing clamp. The customer's spouse mentioned that there were white areas at the end of the tubing. The customer's spouse was advised that a tubing clamp will be sent. The customer's spouse was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.